Manufacturer narrative:
Two photographs are provided by the customer, the crack is visible in the photo's provided. Received one used. List #144020460. As received a crack and crazing was observed. No mating device was returned for evaluation. The set was tested as per procedure and leaking from the crack on the female luer was confirmed. The complaint central catheter (PICC) line cracked upon switching tubing causing to leak can be confirmed. The probable cause of the crack is due to environmental stress during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date in (B)(6) 2024 and involved a 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer. It was reported when the registered nurse (rn) was changing lipids and tubing the medical tubing that is attached to peripherally inserted central catheter (PICC) line cracked upon switching tubing. Leaking noticed right away. Neonatal nurse practitioner (nnp) at bedside to assess and replaced medical tubing with t-connector. It was noted that the set has been used on a patient in less than a minute, and the crack was approximately 1 to 1.5 cm in length. This is not a single-use device that was reprocessed and reused on a patient. The location where the event occurred was in the hospital and in the neonatal intensive care unit (nicu). There was patient involvement, however no harm reported.